Manufacturer narrative:
Additional information was received that the patient's symptoms of infection were swelling and drainage.

Event description:
A report was received that the patient had developed an infection at the incision site. The physician believed that infection was procedure related. The patient was prescribed silver nitrate and antibiotics. The patient underwent an explant procedure and was reportedly doing well. The infection had been resolved.

Event description:
A report was received that the patient had developed an infection at the incision site. The physician believed that infection was procedure related. The patient was prescribed silver nitrate and antibiotics. The patient underwent an explant procedure and was reportedly doing well. The infection had been resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.